Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider called because they had received our letter. They reported that the patient's implant had lasted 3.5 years, which they considered normal. They stated the patient came in with a return of symptoms and they checked the ins and it was dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor it was reported that the patient had their ins replaced due to prematurely battery dead. No symptoms were reported and no further complications were noted or anticipated refer to (B)(4) for details pertaining to related event: fall lead issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Health care provider reported revision of ins due to depleted battery. They also reported back discomfort at ins site. The hcp also reported that they patient had return of symptoms and inability to empty their bladder. It was also reported that they patient stated that the device had changed position and that they felt like they sit on it and it was found that the device was now perpendicular to the skin. Troubleshooting included revision with a new device. No further complications were noted or anticipated. Refer to (B)(4) for details pertaining to related event fall lead issue.